Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via the log files. The log files from the patient¿s primary and backup system controller¿s captured a driveline power fault alarm correlating to the system¿s power-b line from 01mar2026 ¿ 02mar2026. The alarm remained active throughout the data until the modular cable was observed to have been exchanged on 02mar2026, and the alarm did not prevent the pump from operating as intended throughout the data. The modular cable (lot number 10740904) was not returned for analysis. Available information for this event indicates that the modular cable was exchanged to resolve the issue. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the modular cable, lot number 10740904, showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including driveline power fault alarms. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having driveline fault alarms that resolved with a modular cable exchange.

Event description:
It was additionally reported that two sets of log files were sent for review. Log files from system controller, (B)(6), contained some older data from 2025 which would not be remarked on this review. Log files began capturing driveline power faults on 01mar2026 and the event log captured driveline power faults on 02mar2026. The event log file ended with driveline power faults still active. This alarm did not interfere with pump support to the patient. Log files from system controller, (B)(6), captured low flow events and driveline power faults on 01mar2026. There were also several low flow flags which did not persist long enough to trigger low flow alarms. These occurred at times when pulsatility index (pi) was elevated. There did not appear to be any type of mechanical circulatory support (mcs) equipment issues causing these events. The low flow events seemed to be a patient hemodynamically related issue and not a ventricular assist device (vad) related issue. The event log file also captured a driveline disconnect on 01mar2026 at 15:30:16. A reconnection of the driveline on 02mar2026 at 11:48:20. Another driveline disconnect on 02mar2026 at 11:48:27. Another reconnection of the driveline on 02mar2026 at 11:48:33. The event file ends on 02mar2026 at 11:50:09 with the driveline power fault resolved. The cause of the low flows was said to be that the patient reported not taking their furosemide, furosemide imdur for 24 hours. It was said low flow events may be related to hypertension/ volume overload secondary to medication noncompliance. Low flows resolved after the patient restarted medication. The driveline power faults resolved after a modular driveline exchange. It was said that on 01mar2026, the patient notified the ventricular assist device (vad) team of a yellow wrench alarm. The vad alarm showed driveline faults. The rpms's was 4800, flow was 3.1, pi was 6, and the powers was 3.4. The patient denied lightheadedness and dizziness. The patient lived alone and the support person was unavailable. They were instructed to go to the (B)(6) hospital emergency room; however the patient stated it will take then three hours to get to the hospital. The patient was instructed to go to the nearest emergency room. The patient went to a local hospital emergency room where they were subsequently transferred to (B)(6) hospital emergency room. A system controller exchange was performed and the alarm remained. An alarm clear on the heartmate touch was performed, and the driveline alarm continued. X-rays were obtained to assess drivelive, and planned for an overnight admission. However, the patient declined to stay. They were advised to stay due to potential pump malfunction and informed of the risks. However, the patient decided to leave ama stating they would return in the morning. They returned on 02mar2026 to the clinic where the vad coordinator performed a modular driveline cable exchange. Additional information received on 04mar2026 confirmed resolution of the driveline faults occurred after a modular driveline exchange and that the modular driveline requiring replacement will be returned. The system controller was initially exchanged when thought to be a controller fault. After it was determined it was not. The original controller was placed as primary along with new modular driveline cable.

Manufacturer narrative:
D4 - the primary UDI number in d4 is reflective of all currently available information.no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.